Event description:
A 6 french angioseal device malfunctioned. During the final phase of deployment the physician was not able to fully retract the deployment sheath. The physician had to manually expose the collagen suture by cutting away the sheath. Once the suture string was exposed, the final phase of deployment was able to be performed. Hemostasis was achieved and no harm was done to the patient.